Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).

Event description:
The patient¿s guardian reported poor spasticity control since the pump was implanted. Their dose had been increased repeatedly. The pump logs were checked, x-rays were performed, a rotor/roller study was performed, and a dye study was performed. The catheter appeared intact in fluoroscopy, and the rotor moved as expected. The pump logs revealed no issues. A healthcare professional (hcp) was unable to aspirate cerebrospinal fluid (csf) from the catheter access port (cap). The patient¿s status at the time of the report was alive with no injury. As of (B)(6) 2014 there was no change in the patient¿s treatment plan, and no further interventions were taken. The pump contained baclofen.

Event description:
It was further reported that the patient never received effective therapy. If additional information is received, the event will be updated. (See manufacturer report # 3004209178-2015-04319 which captures the ultimate reason the catheter was addressed surgically-infection.)